Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the manufacturing records did not present any irregularities during the final packaging inspection process relative to the subject lead. It should be noted that with such an irregularity on the labelling, the product would have not been released for distribution. The investigation results are retained and utilized for trending purpose

Event description:
Reportedly, when the gali 2741 crtd was received from warehouse (sn: (B)(6)) the label was half peeled away and it was not possible to read the name of the device and other informations.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the gali 2741 crtd was received from warehouse (sn: (B)(4) the label was half peeled away and it was not possible to read the name of the device and other informations.